Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: the patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax requiring a chest tube placement to resolve the pneumothorax.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. A 23g flexision needle with compatible third party forceps was used to biopsy a 1.6 cm lesion located in the right middle lobe - lateral segment. A diagnosis of inflammation (non-infectious)/granulomatous inflammation (benign) was obtained. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.